Manufacturer narrative:
The pt remains ongoing with the replacement pump with no further issues reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The pt had been discharged home, but returned to the hosp approx 1 month post-implant due to an increase in power consumption (up to 12 watts). The MFR suggested to proceed with echo control and labs to check for signs of hemolysis; however, the pt was discharged home without exams. The pt returned the same night due to chest pain. The next day, an echo revealed a hematoma in the pericardium. Although flow was observed through the pump, the pump speed was increased and the aortic valves were found to open with each beat. The pt was placed on heparin and the following day, thrombolysis was started without success and the pump stopped. An exchange of the system controller did not restart the pump. Subsequently, a decision was made to exchange the pump.